Event description:
It was reported that an infection had occurred. While extracting the lead the lobes would not retract and the physician had difficulty with explant. The lead was pulled out with the lobes engaged and once extracted the lead was noted to have tissue on it. During the extraction a coronary sinus dissection was noted. The lead was not replaced. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.